Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins only lasted a year and so the doctor implanted a rechargeable ins.